Manufacturer narrative:
An event of valve under expansion and valve migrating after implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported valve under expansion could not be conclusively determined. It is possible that the selected implant depth contributed to this event. However, this cannot be confirmed. The reported embolism could be cascading effect of reported valve under expansion. The reported surgical intervention was result of case-specific circumstances, as valve-in-valve was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect-clinical code.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using an unknown sized flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). The valve was noted to be under-expanded. Post-implant, the valve noted to have migrated. An unknown sized, non-abbott valve was implanted by performing a valve-in-valve procedure. The patient remained hemodynamically stable throughout the procedure. The patient was in a stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using an unknown sized flexnav delivery system (ds). During the procedure, the valve was able to be implanted. Post-implant, the valve noted to have migrated. A unknown sized, non-abbott valve was implanted by performing a valve-in-valve procedure. The patient was in a stable condition.